Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the instrument data and discovered that discordant, falsely elevated results were obtained after a long string of result monitor flags, which indicated that there was an issue with a sensi bead addition or mixing, resulting in outlier readvf values (numeric value to monitor reagent quality). A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and replaced the reagent 1 and 2 probes. The cse ran the calibrations, which were acceptable. The customer performed repeatability tests on the dimension vista 1500 instrument and both the alternate dimension vista instruments, which were acceptable. The cause of discordant, falsely elevated ca 19-9 results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cancer antigen 19-9 (ca 19-9) results were obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on two alternate dimension vista instruments, resulting lower than the initial result on both the instruments. After centrifuging the sample, the results were consistent on the two alternate dimension vista instruments, but were still high on the original dimension vista instrument. The sample was tested in an alternate lab, confirming the results obtained on the alternate dimension vista instruments. The corrected result from an alternate dimension vista 1500 instrument was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ca 19-9 results.